Event description:
Balloon trocar inserted into abdomen. Physician began pumping and balloon popped. A piece that was retained in the abdomen after the balloon popped was removed. Item collected and packaged.